Event description:
Pt underwent kidney transplant 6/9/97. During removal, the catheter was clamped between cuff & subclavian vein. The catheter then broke & migrated to the svc. The pt was sent to interventional radiology at another facility for retrieval of the fragment.